Manufacturer narrative:
The insulin pump had intermittent button response on the up arrow button due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
Customer reported that the numbers on the insulin pump were ramping up when attempting to bolus. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.